Event description:
The patient was referred for generator replacement surgery due to battery depletion. During surgery on (B)(6) 2016, high impedance was identified while attached to the old generator. The lead was then attached to the new generator, and high impedance was still present. The lead was then replaced, and the high impedance resolved. The explanted products were discarded by the facility. Therefore, no analysis could be performed.